Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for investigation. A review could not be conducted since the lot number was not provided. The customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation and to determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first capio device could not fit the suture, the hook broke off. It did not spring back smoothly. The second capio device could not fit the suture and did not spring back smoothly.